Event description:
It was reported that a malfunction occurred on the pump. Customer¿s blood glucose (bg) level was 385 mg/dl. The customer required assistance from a third party, their son, because they were unable to walk upstairs due to high blood glucose. Despite the malfunction, there was no reported injury. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not reappear. The customer was advised to continue using the pump and to contact technical support if the issue recurred.